Event description:
It was reported by the customer that their insulin pump was alarming button error. Customer stated they do not recall any significant events that led to the event or if the device had been dropped. Advised customer to discontinue use of device and revert to back up plan customer's blood glucose level was 357 mg/dl at time of reporting. Nothing further reported.

Manufacturer narrative:
The insulin pump was not received with no button response due to corroded keypad traces. No button error alarms noted during testing. The device was received with minor scratched display window, cracked case at display window corners, and cracked reservoir tube lip. No moisture damage inside the device noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.